Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received for the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had a 100 lb. Weight loss and her ins was just moving around in there so she could not find it in her buttocks to recharge it. The hcp had to take it out and move it to her lower back. Patient stated this surgery occurred 6-9 months ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the revision did not resolve the patient's issues. The representative was trying to set up an appointment to meet with the patient. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that it was guessed that the revision occurred in (B)(6) of 2018. No further actions/interventions have been taken to resolve the charging issues. The patient seems to be dealing with the charging and another pocket revision is not currently planned. The patient continues to struggle with charging. The programming does not look out of line. The patient is going to continue working with her system. If she continues to have issues charging, she will set up an appointment with her managing physician. There were no further complications reported.